Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. During the evaluation, evidence of wear and metal debris were noted; however, metal debris cannot be confirmed. Failure of the product could have been caused by multiple factors, and a conclusive root cause cannot be determined at this time.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date implanted - 2009. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." This report is number 3 of 3 mdrs filed for the same event (reference 0001825034-2016-00308 / 00310).

Event description:
It was reported a patient underwent a right total knee arthroplasty on an unknown date in 2009. Subsequently, the patient was revised on (B)(6) 2015 due to tibia loosening. Metal debris and poly wear were noted during the revision procedure. All components were removed and replaced with competitor products.